Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced prolonged high blood glucose during nighttime with an inset infusion set (6 mm, 23 in), with levels reaching approximately 400 mg/dl and remaining elevated for about 6 to 7 hours. The ilet alerted for high glucose, and the user corrected by replacing the cartridge, reconnecting to the ilet, and glucose returned to range, with no medical intervention or assistance required. Symptoms included hyperglycemia. Outcomes included no injury and no required treatment. Investigation included complaint handling with user interview, product use review, and troubleshooting and education regarding infusion set performance and insulin delivery. Investigation of this case revealed unresolved cause of hyperglycemia associated with insulin delivery during nighttime use, with suspected absorption or delivery variability, while the infusion set remained adhered and cannulas were not reported bent. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.